Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited the adhesive on bending section cover has a chip, the joint section between bending tube and distal end is not secured. It was also observed that the grip, unique description plate and universal cord were sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.